Event description:
The customer reports a false positive architect total b-hcg assay result for one patient in a fertility program generated on an architect i2000sr analyzer. A positive result of 527.13 miu/ml was generated. Two days later, the patient was redrawn and tested with a negative result of less than 1.2 miu/ml. The original sample was recentrifuged then retested and generated a negative result of less than 1.2 miu/ml. The customer receives samples from outside their medical center in lithium heparin gel collection tubes that have already been centrifuged. The customer tests the samples in the original collection tubes without any further processing beforehand. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No samples were returned from the customer site for this evaluation. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The architect total b-hcg assay package insert contains information to address the current customer issue. Accuracy testing was performed with in-house retained samples of the suspect reagent, using five different panel members spanning the range of the assay. All test values fell within their expected ranges, which demonstrates that this assay lot can accurately detect a known concentration of b-hcg. The current evaluation indicates that the architect b-hcg reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.